Event description:
It was reported that on (B)(6) 2021, the patient presented during follow-up in clinic. Upon interrogation, the pacemaker fails to be interrogated. During the explant procedure on (B)(6) 2021, the pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.